Manufacturer narrative:
Device received with broken reservoir tube lip, cracked case from reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer also stated that the reservoir was unable to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.